Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Event description:
It was reported that a total shoulder was done with new reunion system using the angled reamer driver, the reamer heads kept falling off driver in to patient's shoulder. Five minute delay in surgery.

Event description:
It was reported that a total shoulder was done with new reunion system using the angled reamer driver, the reamer heads kept falling off driver in to patient's shoulder. Five minute delay in surgery.

Manufacturer narrative:
An event regarding reamer heads falling off of the angled reamer driver was reported. The event was not confirmed. The exact cause of the event could not be determined because no device was returned for evaluation and no additional information was made available for review.